Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate therapy. Externalized conductors were observed via x-ray. Fluoro taken from field was submitted to sjm personnel. Review of the image confirmed externalized conductors. The lead was capped and replaced.